Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they did not follow-up with a healthcare provider regarding the lead being pulled out because they were scheduled for removal of the trial device the day following the report. The cause of the lead being pulled out was reported as the patient's bandage was rolling up on them. They further reported it was suggested they go to the ER, however they never did as they didn't feel the event was that serious or that there had been any damage.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported by a basic evaluation trial patient that the tape rolled up when they were sleeping and was no longer holding the leads in place. They further stated that they were able to feel the incision and they felt that they pulled out a lead. The patient stated they did not want to get an infection because of the tape. The patient was going to seek medical attention. There were no further complications reported/anticipated.